Manufacturer narrative:
An event of the device not fully expanding was reported. The device was received for examination and no anomalies were found. The device was measured to be consistent with a 6-4mm amplatzer duct occluder. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Five images were received for examination, appearing to show an occluder which had been deployed in a patient. No deformation was noted in the images. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 6-4mm amplatzer duct occluder was chosen for implant using a 6f delivery system. During procedure, the device was loaded into the loader, but did not completely return to its original unconstrained shape. The physician decided to attempt to implant the device, but the placement looked inadequate and didn't return to its original shape. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 6-4mm amplatzer duct occluder was chosen. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.